Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as severely calcified iliac artery with mild tortuosity. It was reported that the stent graft was successfully implanted in the patient. It was reported that the iliac limb delivery catheter became stuck in the stent graft proximal to the right common iliac artery where the vessel was 6 mm in diameter. The physician pulled the inner member out and inserted a needle in the delivery catheter inner member and advanced a guidewire to the lesion. A 6fr sheath was inserted into the inner member, followed by a 8 mm balloon. The balloon was inflated dilating the iliac limb and the delivery catheter was able to be removed from the patient. The device was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: (tapered tip/delivery catheter), (device discarded, unable to evaluate).